Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B3, b5: updated within information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the cause of the event occurred due to a light emitting diode (led) unit failure. However, the specific root cause of the led unit failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the unit was inspected prior to use and the event was noted during procedure preparation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The poor connection was not reproduced. However, as noted in event, the e105 error was present due to an led unit failure and dust was found inside the main body. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus video system center due to a damaged video connector. Reportedly, the connection was still possible. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was displaying an e105 lamp lighting error due to al led unit failure. This report is being submitted to capture the e105 error code found during the device evaluation.